Manufacturer narrative:
The information in field d3 was inadvertently missed during the initial submission. This submission is to correct the report to include this additional information.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 2 malfunction events where a midwest stylus plus handpiece would not hold burs. No injury resulted in any event.